Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed an event code logged in the memory which indicates the device performed a watch dog reset to prevent the device from freezing due to a software detected anomaly. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h6 clinical signs code grid has been updated.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section a1, patient identifier, was left blank. The patient identifier is (B)(6). Stryker evaluated the customer's device and observed the reported issue. Stryker re-installed the device's software to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed an event code logged in the memory which indicates the device performed a watch dog reset to prevent the device from freezing due to a software detected anomaly. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.